Manufacturer narrative:
The account replaced the side-com cable, but issue remains. Technician asked the account to isolate the side rails, issue could be the side-com board. No further information is available on the repair of the bed at this time.

Event description:
Account alleged that the nurse call will not alarm at the nurse's station. No injuries reported.